Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient tried to adjust the stimulation frequency, it would send shocks and hit their nerves, which caused spasms and pain. The issue occurred two or three years ago. They went back weekly to see technicians to adjust the settings on their device. Eventually the technicians told them that they couldn't do anything more for the patient and the patient had the device removed. They initially wanted the ins to prevent them from needing surgery, but they ended up receiving that surgery anyways. The patient was in a lot of pain at the time.